Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence showing an ar-13991n surefire scorpion needle fractured at the tip. Based on the information provided ¿ which may include the device (if returned), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported failure. The most likely cause is a user-related error involving excessive force applied during needle firing, which can lead to tip breakage. Per dfu-0392-sub-eo, users are cautioned against improper handling or applying excessive force during use, as these actions may increase the risk of needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, it was reported by an arthrex employee via (B)(4) that an ar-13991n surefire scorpion needle broke during surgery. This was discovered during the case with no patient harm.